Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08640 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their pump was over delivering insulin. The customer's blood glucose was 60 mg/dl at the time of the incident. The customer did not mention how they treated the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported that the pump is over delivering as they filled 100 units into the reservoir, but after a couple of hours only 34 units were remaining. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.